Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a 4.8 cm in diameter thoracic aortic aneurysm. Vessel morphology at the time of implant was reported as the proximal thoracic aortic neck was 24 mm in diameter and the distal thoracic aortic diameter was 37 mm in diameter. Currently there is disease progression as the thoracic aortic neck is 35 mm in diameter and the distal thoracic neck is 46 mm in diameter and the aneurysm has expanded to 7.4 cm in diameter. It was reported at the patient's three year follow up appointment a proximal type I endoleak was discovered however there was no intervention performed. The physician will continue to monitor the patient. No additional clinical sequelae were reported. This device is not marketed in the united states however it is similar to a device that is marketed in the united states.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; disease progression with thoracic aorta dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with thoracic aorta dilatation).